Manufacturer narrative:
Reference code (B)(4). Device name as vega ps tibial plateau. Cemented t0. Serial number n/a. Batch number 51922841. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2013-02-28. Ref.code device name batch. Nn261z as tibial obturator d12mm 52061806. Nx008z as vega ps femoral comp.cemented f3l 51637843. Nx042 patella 3-pegs p2 52008894. Nx101 vega ps gliding surface t0/0+ 12mm 51906667. Investigation. No product at hand. Therefore an investigation at the device is not possible. Pictorial documentation. There are no pictures available. Batch history review. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 4 similar complaints against the same lot number: 51922841. (All registered as leading components). There are 3 similar complaints against the same lot number: 52061806. (All registered as involved components). There are 2 similar complaints against the same lot number: 51637843. (1 registered as leading component, 1 registered as involved component). Explanation and rationale. In the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action. For this topic (loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with as vega knee. It was reported that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking, and loosening and instability of the device. The primary procedure occurred on (B)(6) 2015, and the revision was performed on (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nn261z (tibial obturator d12mm, l7mm). Nx049z (ps tibia cemented t0). Nx008z (ps femur cemented f3 lt). Nx042 (universal patella p2). Nx101 (ps pe insert t0/t0+, 12mm). The cement used was unspecified. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00490. 2916714-2020-00491. 2916714-2020-00492. 2916714-2020-00493.